Event description:
Before a twin-pass dual access catheter was used during patient procedure the technician noticed that the twin-pass was deformed at the tip. The catheter was not used and no patient impact was reported.